Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on stored electrograms (egm) during atrial tachycardia/atrial fibrillation (at/af) episodes on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.